Event description:
It was reported by the sales representative that during colorectal procedures, out of 20 patients, five were brought back to the ICU due to bleeding and all required blood transfusions. The device is not available for return.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: an internal rapid response call was held with the ethicon rapid response team. He said it¿s occurring when he does the side-to-side anastomosis. He typically does 5-6 colorectal cases per week. He is using the ntlc75 stapler. A big fan of that stapler for 10+ years. His bleeding rate with that stapler has been about 1%. So, to get 5 in the last 4-6 weeks has been concerning. No devices are coming back. Account was full in serviced on device. The only thing that was switched was the ntcl (blue or gold reload) for glc. They used blue reload. Lovenox is used for a blood thinner for these procedures. The surgeon did not mention where in the firing the bleeding was identified. Or tech switches out the reload and it is usually clean but not all of the time. No additional procedures just blood transfusions on all patients. Blood in stool found in patients. Anastomosis stayed together. No anastomotic leak. Surgeon does not wait 15 seconds before firing. Surgeon would not mind having a conversation with the ethicon team. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding identified, how was it addressed besides transfusion, where on the staple line was the bleeding, not sure how the surgeon test for leaks as well. Any issues during firing of the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.